Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized two days after the event onset. Antibiotic treatment with vancomycin was discontinued on the same day of administration and antibiotic treatment with meropenem and amikacin were discontinued 11 days after administration. The patient was discharged 14 days after the hospital admission. At the time of this report, the patient had recovered from the events. On an unknown date, pd therapy was discontinued, the patient's pd catheter was removed and the patient was transferred to hemodialysis (twice a week). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The patient was treated with vancomycin injection (1g, intraperitoneal), amikacin injection (150mg start dose, followed by 100mg intraperitoneal in one bag) and meropenem injection (250mg, intraperitoneal, for 2 bags) for peritonitis. Pd therapy was ongoing. The cause, hospitalization and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.